Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve popped. As a result, the balloon would not remain inflated. The physician's assistant pressure down on the black valve and made it work. The procedure was completed using the same device. The hospital did not report any pt complications.

Manufacturer narrative:
After the procedure, the hosp discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B)(4).